Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented in line with the instructions for use below: the instruction manual operation manual ¿gif/cf/pcf-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a defective air/water supply. There was no report of patient harm. The device was returned, evaluated, and a foreign matter coming out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the water tightness was lost due to a pinhole on the connecting tube, and the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; there were scratches on the suction connector, the grip, the image guide protector, the bending section cover and the connecting tube; the light guide bundle was slipping down; the adhesive around the objective lens and the light guide lens were peeled; the connecting tube had a dent and buckling; the image had linear scratches due to damage charged coupled device unit; there was discoloration on the scope cover, the forceps elevator lever, the control unit, and the upward/downward knob; the paint on the suction cylinder was peeled; the suction cylinder was shaved; the adhesive on the bending section cover was chipped with a white clouded area; and the suction connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.